Manufacturer narrative:
Capital equipment, evaluated at the customer site. The fse ran a leakback test and found oil mist exiting the catalytic converter. He checked the bypass valve springs, replaced the oil mist filter and ran another leakback test, no mist observed. Checked temperatures, ran successful empty chamber, the device met MFR specs. This issue is being addressed with a customer letter, related to correction & removal.

Event description:
The customer reported that there was "smoking" from the top of the unit. The customer did not know if there was a smell associated. The customer took the unit out of service. The customer stated that one employee complained of dizziness while working around the unit. The customer reported that the dizziness went away when the employee stepped out of the room into fresh air. The employee did not seek medical attention or require treatment. The asp field service engineer (fse) went to the facility to repair the unit.